Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus) / migration of implant\migration of essure device-uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), endometriosis ("reproductive system disorder or condition type of disorder or condition endometriosis, ovarian cysts left ovary") and genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure (batch no. 626109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "ectopic pregnancy". The patient's medical history included uterine bleeding, breast disorder, liver biopsy, cholecystectomy, breast biopsy, multigravida, parity 2 and abortion. Concurrent conditions included overweight, asthma, hypothyroidism, perineal pain, adenomyosis, endometrium cystic and uterine enlargement. Concomitant products included levonorgestrel (mirena) from 2008 to 2009 for bleeding as well as beta-lactamase sensitive penicillins, budesonide;formoterol fumarate (symbicort) since 2007, hydrocodone, ibuprofen, levothyroxine sodium (synthroid) from 2009 to 2018, medroxyprogesterone acetate (depo provera) in 2007, paracetamol (acetaminophen), salbutamol (albuterol hfa) since 2007, sumatriptan (imitrex) from 2010 to 2013 and topiramate (topamax) since 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings, night sweats facial hair growth"), night sweats ("hormonal changes describe: mood swings, night sweats facial hair growth"), hirsutism ("hormonal changes describe: mood swings, night sweats facial hair growth"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In 2009, the patient experienced depression ("psychological or psychiatric condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal"), urinary tract infection ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal") and vaginal infection ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal"). In 2010, the patient experienced urticaria ("rashes or skin conditions type: red hive type rash") and alopecia ("hair loss"). In 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dermatitis contact ("allergic or hypersensitivity reaction type: soap, detergents"), anaemia ("blood or heart disorder/condition type: anemic and low iron levels"), endometriosis (seriousness criterion medically significant), ovarian cyst ("reproductive system disorder or condition type of disorder or condition endometriosis, ovarian cysts left ovary"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and genital haemorrhage (seriousness criterion medically significant), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have blood iron decreased ("blood or heart disorder/condition type: anemic and low iron levels"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, ectopic pregnancy with contraceptive device, dermatitis contact, urinary incontinence, anaemia, blood iron decreased, headache, mood swings, night sweats, hirsutism, depression, urticaria, endometriosis, ovarian cyst, dysmenorrhoea, dyspareunia, abdominal distension, weight increased, cystitis, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, vaginal discharge, abdominal pain, vulvovaginal pain and genital haemorrhage had resolved and the migraine and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, blood iron decreased, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic pain, urinary incontinence, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 240 labs. Insertion details-there were four coils noted outside on patient's left side and on the opposite side an identical essure was performed. It threaded quite easily through the ostia and there were two coils noted on the patient's right side essure coil protruding and visualized under the right cornua and a mildly enlarged uterus. However, otherwise normal findings. Discrepancy noted: date of insertion: (B)(6) 2007 and date of removal: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: (as per pfs) result: total bilateral occlusion (as per mr) result: non patent fallopian tubes. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: migraines. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received: lot no. Was added. Reporters were added. Reporter's demographics were added. Product indication added. Event device dislocation updated to uterine perforation. Events- fallopian tube perforation , abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: soap, detergents, bladder or urinary problems or changes, blood or heart disorder/condition type: anemic and low iron levels, migraines / headaches, hormonal changes describe: mood swings, night sweats, facial hair growth, psychological or psychiatric condition: depression, rashes or skin conditions type: red hive type rash, rash, reproductive system disorder or condition type of disorder or condition endometriosis, ovarian cysts left ovary, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) fatigue, gastrointestinal or digestive system condition type: bloating, hair loss vaginal discharge, weight gain, abdominal pain, vaginal pain, utis, bladder infection, vaginal infection, genital bleeding were added. Outcomes-migraines, pain, hair loss, fatigue, vaginal discharge, bleeding were added. Concomitant drugs, concomitant conditions, medical histories and lab test were added. Reporter causality comment and auto narrative was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus) / migration of implant\migration of essure device-uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('bleeding') and sepsis ('infection (other) describe: boils due to blood infection') in a 25-year-old female patient who had essure (batch no. 626109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine bleeding, breast disorder, liver biopsy, cholecystectomy, breast biopsy, multigravida, parity 2 and abortion. Concurrent conditions included overweight, asthma, hypothyroidism, perineal pain, adenomyosis, endometrium cystic and uterine enlargement. Concomitant products included levonorgestrel (mirena) from 2008 to 2009 for haemorrhage nos as well as beta-lactamase sensitive penicillins, budesonide;formoterol fumarate (symbicort) since 2007, hydrocodone, ibuprofen, levothyroxine sodium (synthroid) from 2009 to 2018, medroxyprogesterone acetate (depo provera) in 2007, paracetamol (acetaminophen), salbutamol (albuterol hfa) since 2007, sumatriptan (imitrex) from 2010 to 2013 and topiramate (topamax) since 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings, night sweats facial hair growth"), night sweats ("hormonal changes describe: mood swings, night sweats facial hair growth"), hirsutism ("hormonal changes describe: mood swings, night sweats facial hair growth"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In 2009, the patient experienced depression ("psychological or psychiatric condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal"), urinary tract infection ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal") and vaginal infection ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal"). In 2010, the patient experienced urticaria ("rashes or skin conditions type: red hive type rash") and alopecia ("hair loss"). In 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition endometriosis, ovarian cysts left ovary"), dermatitis contact ("allergic or hypersensitivity reaction type: soap, detergents"), anaemia ("blood or heart disorder/condition type: anemic and low iron levels"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition endometriosis, ovarian cysts left ovary"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and furuncle ("infection (other) describe: boils due to blood infection"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have blood iron decreased ("blood or heart disorder/condition type: anemic and low iron levels"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, ectopic pregnancy with contraceptive device, sepsis, endometriosis, dermatitis contact, urinary incontinence, anaemia, blood iron decreased, headache, mood swings, night sweats, hirsutism, depression, urticaria, ovarian cyst, dysmenorrhoea, dyspareunia, abdominal distension, weight increased, cystitis, urinary tract infection, vaginal infection and furuncle outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, vaginal discharge, abdominal pain and vulvovaginal pain had resolved and the migraine and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, blood iron decreased, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, fatigue, furuncle, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic pain, sepsis, urinary incontinence, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 240 labs. Insertion details-there were four coils noted outside on patient's left side and on the opposite side an identical essure was performed. It threaded quite easily through the ostia and there were two coils noted on the patient's right side essure coil protruding and visualized under the right cornua and a mildly enlarged uterus. However, otherwise normal findings. Discrepancy noted: date of insertion: (B)(6) 2007 and date of removal: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: (as per pfs) - result: total bilateral occlusion (as per mr) - result: non patent fallopian tubes. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc(*product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus) / migration of implant\migration of essure device-uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('bleeding') and sepsis ('infection (other) describe: boils due to blood infection') in a 25-year-old female patient who had essure (batch no. 626109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine bleeding, breast disorder, liver biopsy, cholecystectomy, breast biopsy, multigravida, parity 2 and abortion. Concurrent conditions included overweight, asthma, hypothyroidism, perineal pain, adenomyosis, endometrium cystic and uterine enlargement. Concomitant products included levonorgestrel (mirena) from 2008 to 2009 for haemorrhage nos as well as beta-lactamase sensitive penicillins, budesonide;formoterol fumarate (symbicort) since 2007, hydrocodone, ibuprofen, levothyroxine sodium (synthroid) from 2009 to 2018, medroxyprogesterone acetate (depo provera) in 2007, paracetamol (acetaminophen), salbutamol (albuterol hfa) since 2007, sumatriptan (imitrex) from 2010 to 2013 and topiramate (topamax) since 2010. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings, night sweats facial hair growth"), night sweats ("hormonal changes describe: mood swings, night sweats facial hair growth"), hirsutism ("hormonal changes describe: mood swings, night sweats facial hair growth"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In 2009, the patient experienced depression ("psychological or psychiatric condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal"), urinary tract infection ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal") and vaginal infection ("infection(bladder/urinary tract/vaginal) bladder,utis, and vaginal"). In 2010, the patient experienced urticaria ("rashes or skin conditions type: red hive type rash") and alopecia ("hair loss"). In 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), endometriosis ("reproductive system disorder or condition type of disorder or condition endometriosis, ovarian cysts left ovary"), dermatitis contact ("allergic or hypersensitivity reaction type: soap, detergents"), anaemia ("blood or heart disorder/condition type: anemic and low iron levels"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition endometriosis, ovarian cysts left ovary"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and furuncle ("infection (other) describe: boils due to blood infection"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have blood iron decreased ("blood or heart disorder/condition type: anemic and low iron levels"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, ectopic pregnancy with contraceptive device, sepsis, endometriosis, dermatitis contact, urinary incontinence, anaemia, blood iron decreased, headache, mood swings, night sweats, hirsutism, depression, urticaria, ovarian cyst, dysmenorrhoea, dyspareunia, abdominal distension, weight increased, cystitis, urinary tract infection, vaginal infection and furuncle outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, vaginal discharge, abdominal pain and vulvovaginal pain had resolved and the migraine and alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, blood iron decreased, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, fatigue, furuncle, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, pelvic pain, sepsis, urinary incontinence, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 240 labs. Insertion details-there were four coils noted outside on patient's left side and on the opposite side an identical essure was performed. It threaded quite easily through the ostia and there were two coils noted on the patient's right side essure coil protruding and visualized under the right cornua and a mildly enlarged uterus. However, otherwise normal findings. Discrepancy noted: date of insertion: (B)(6) 2007 and date of removal: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: (as per pfs) - result: total bilateral occlusion. (As per mr) - result: non patent fallopian tubes. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: migraines. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received : events added from pfs- boils, blood infection. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.